Event description:
Caller took a blood glucose reading from the freestyle meter on the finger and forearm with readings of 141 & 55 mg/dl showing a 61% difference. The paramedics were called and they took a blood glucose reading of 23 mg/dl with an unknown meter. They administered juice to the customer.